Event description:
Customer reported that pump screen was dark and would not turn on. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support attempted troubleshooting with customer, but pump did not respond. Pump had a red blinking led and vibrated periodically, indicating a malfunction. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.